Manufacturer narrative:
One maxzero was returned for investigation. The set was examined for defects and abnormalities. Cracks were seen at the top of the luer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of component with mismatch was related to damage in core pins. Additionally, failure mode is not detected in the inspection test with current routing vision system. All available materials affected was moved to scrap. A quality alert was generated on february 25th, 2026 to inform the involved personnel about the customer complaint reported. The procedure was updated to implement a pin gauge in the inspection test to verify the internal component diameter to detect mismatch in the maczero during the production process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter: maxzero needle-free connector was difficult to remove off of central line and looked cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.